Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 73 mg/dl, detected via a dexcom g7 sensor, and treated with oral carbohydrate (soda), after which glucose values increased to 83 mg/dl and then to 90 mg/dl; the event was characterized as hypoglycemia with an unclear cause, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate and continued self-monitoring without hospitalization. Investigation included complaint intake and user education consistent with low-glucose troubleshooting. Investigation of this case revealed no device malfunction reported or confirmed and no component failure identified, with the event attributed to hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.